Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1, d5, g1, h6, h10, h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 01-dec-2022 to 30- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that auxiliary drawer 4.2 failed. A field service engineer replaced the inseparable magnet to resolve this issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the pyxis medstation es system station drawer unable to open. A customer has indicated that the user is unable to dispense medication to patients as a result of this malfunction. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that the pyxis medstation es system station drawer unable to open. A customer has indicated that the user is unable to dispense medication to patients as a result of this malfunction.. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that auxiliary drawer 4.2 was not registered as closed due to a failed insep. A field service engineer replaced the affected components to resolve this issue. The system functioned as intended after the field service engineer serviced the device.